Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a fire near prongs on power cord and it was suspected that it had a power supply failure. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device caught on fire near prongs on power cord. The device found to be caused by a failed power cord. The power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.